Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # c9dn1n. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. After further evaluation, the bulkhead contacts were noted to be damaged. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkhead contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review. A manufacturing record evaluation was performed for the finished device batch number c9dn1n, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a roux-en-y gastrectomy procedure, they fired the stapler with a blue load, first firing on the stomach, and the staples and the knife blade went to the distal end, fired and the knife blade never returned. They tried the knife reverse home button and nothing happened. They then had to use the manual override to get the knife blade back to housing. The device did not articulated at all. Staple line was completely formed to our knowledge, knife blade just did not return home. They pulled another stapler to complete the case. No patient harm reported.